Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced spontaneous bilateral rupture post procedure. As a result, explant was performed on (B)(6) 2022. See 1645337-2022-01722 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on march 2, 2022. The patient is caucasian. Replacement with silicone implants was performed with explant. The patient's condition is improved. Manufacturer¿s reference number: (B)(4).